Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6: the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported event, and the cause remains unknown.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system and the case study were returned. The log file analysis concluded that the tacticath se catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Following review of the case study, it was determined that the maximum power, average power, and maximum contact force exceeded the recommended values in the tacticath contact force ablation catheter, sensor enabled instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported atrio-esophagus fistula and patient death remains unknown.

Event description:
One month following ablation procedure, patient developed an atrio-esophagus fistula. The original ablation procedure was in (B)(6) 2025 and the diagnosis occurred in (B)(6) 2025. The patient developed a fever. Echocardiogram showed some small bubbles. CT scan showed some abnormalities between the esophagus and the left atrium. A patch was applied on both the esophagus and the left atrium. However, the patient is now deceased. There were no performance issues with any abbott device.